Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the product bone graft (endobon) did not seem to be integrated in six months even with the membrane used. The implant was placed on (B)(6) 2018 and was removed on (B)(6) 2018.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products:- ref1 : xfosm311, item name : osseotite® 2 implant 3.25 x 11.5mm, lot number : 2016091010. Ref2 : ogf1520, item name : osseoguard flex resorbable collagen membrane 15 x 20, lot number : bdmu15l1. The device manufacturing quality record indicates that the released product met all requirements to perform as intended, and the root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the product bone graft (endobon) did not seem to be integrated in six months even with the membrane used. The implant was placed on (B)(6)2018 and was removed on (B)(6) 2018.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to the available data, the exact root cause of the event cannot be determined. However, this complaint could be reopened if further information is received later. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the product bone graft (endobon) did not seem to be integrated in six months even with the membrane used. The implant was placed on (B)(6) 2018 and was removed on (B)(6) 2018.